Event description:
It was reported to draeger medical that a pt who required niv for several days developed a grade 3 pressure sore to bridge of nose. The user has associated the issue to the design of the ridge of the ventilation mask.

Manufacturer narrative:
The suspected material has been requested for return but not yet received. Draeger medical will provide the investigation results in a f/u report.